Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon was removing a triathlon knee which has been in for approx 4 years as patient was infected. Upon removal of a size 8 femur and size 8 tibia, he noticed that the size 40mm asymetic patella had sheared off the patella pegs and the patella was free floating in the knee. All the other components were well fixed.